Manufacturer narrative:
The field complaint that the transmitter was presenting with a no power issue was verified. Visual inspection revealed no anomalies. After opening the ac power adapter burnt components were observed on the main circuit board. A burned mark on the inner casing of the ac power adapter was also noted. Upon opening the transmitter, no damages were observed on the main pcb. The ac power adapter was replaced and the unit powered on successfully. Based on this information, the root cause of the power issue was the damage sustained through a defective ac electrical power outlet.

Event description:
During analysis, burn marks were found on the device. There were no adverse consequences for the patient.